Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device's battery status was on elective replacement indicator (eri) but showed less than five months for fourteen months. The crt-p device was explanted. No additional adverse patient effects reported.